Event description:
A minimum fill notification was reported by the caller who did not have the pump's serial number. There was no adverse impact to the customer¿s blood glucose level. The technical support team followed up with a voicemail and email to the customer.